Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. While the surgeon indicated there were no surgical complications associated with patient movement during the time of device implant, it appears bleeding occurred at/after time of implant. There is no mention of device failure. Possible root cause is that postoperative hyphema is a known risk associated with device implantation, which is reflected in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during micro-stent implant surgery, the patient moved. The surgeon was able to remove the device safely. After he implanted a backup device, there were no complications noted. He then reported that a hyphema presented itself after implant. The hyphema was irregular in that it was not just filling the anterior chamber, but rather had a fibrotic appearance ("as if the bleeding was interwoven with iris"). Additional information was requested.